Event description:
In this event it is reported that a protaper gold s1 21 mm ster file broke during use. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Summary: three protaper gold shaping files s1 21 mm were returned (one file in loose + two unused files). File in loose is broken at the tip of the active part (mixed conditions fatigue + torque). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch #1884765). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.